Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited oversensing. Upon review of the presenting electrogram (egm), technical services (ts) stated that the one-year trend data for this right ventricular (rv) lead showed a significant drop in intrinsic amplitude from 0.9mv to between 0.7-6mv. This could be the oversensed ap signal on the rv channel. The pacing impedance measurements also reduced around the same time from 730 ohms to 496 ohms. Rv threshold was variable at 0.6 to 2v with a shock impedance of 54 ohms to 66 ohms. Ts recommended to investigate the position and mechanical integrity of rv lead and considered programming options. Ts suggested to consider an x-ray imaging of the device and lead system to evaluate for any visible problems or displacement. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.